Manufacturer narrative:
(B)(4). The device was received with hard paddles, quik-combo therapy cable, power cord and a 3 lead ECG cable. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The customer, a biomedical engineer, reported that a previous biomed at the hospital had evaluated the device and was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the device to review. There were no patient ECG records stored in the device memory related to the use of the device on a patient. After completing an unrelated repair on the device, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, reported to physio-control that during a patient related event the device did not deliver energy to the patient. The customer was able to obtain a back-up device with an approximate delay of treatment around one minute. The female patient passed away a few days later. Physio-control contacted the customer in an attempt to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.